Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's display blanked out. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections b5 updated and h6 medical device problem code updated. Zoll medical corporation evaluated the device and the device performed to specification. A review of the device's log file showed the battery was only connected when a low battery entry occurred, followed by a shutdown warning. Twenty seconds later, the device powered off during nibp use. The device's log file last power off event indicated a power-off due to a depleted battery. The battery was not returned for evaluation, but the device appears to be operating as designed. The device was recertified and returned to the customer.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would not power up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.